Event description:
It was reported that the patient was seen in clinic for routine follow-up and the ventricular lead exhibited noise. The noise was not reproducible through isometrics. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.